Event description:
The manufacturer received information regarding a dreamstation auto device. The device was returned to a third-party service center. During visual inspection of the device, corrosion was found on the power connector and on metallic surface of the device. In addition, the inspection found contamination from dust/dirt and the device was scrapped. This report is being submitted for the corrosion was found on the power connector and on metallic surface of the device during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device serviced by a third-party service center.